Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert; however, the customer denied having accessed the bolus screen. The customer declined to provide additional information and declined to perform troubleshooting with tandem technical support.